Manufacturer narrative:
Of the 3 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a damaged battery cap, moisture ingress and a battery compartment crack. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage & moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-20 years of age. Of the reported patients, 1 was a male and 2 were female.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 1 instances of battery life with damage/moist failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.